Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 , the reporter contacted animas and alleged a call service alarm issue. There was no allegation of an adverse event. This complaint is being reported as the issue may result in the long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2017 with the following findings: review of the black box and alarm history showed multiple consecutive ¿cs054/cs052¿ alarms on (B)(6) 2017. On investigation, the battery cap fit securely. ¿ez-prime¿ steps were performed correctly with no ¿cs054/cs052¿ or any errors, alarms or warnings occurring during the investigation. The pump¿s cover was removed for further investigation with no intermittent condition found to the printed circuit board or to the continuous glucose monitoring module. Unrelated to the original complaint, the battery compartment was noted to be cracked.